Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a concern about the lead as it had recorded an out of range impedance recently. The lead was explanted. The patient was stable pre-procedure and post-procedure.

Manufacturer narrative:
A partial lead with the lead tip was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.